Manufacturer narrative:
The device has not been received by depuy synthes power tools. If additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received form (B)(6) stating that the device has damaged bearings and corrosion. It is unk if the device was being used during surgery. It is unk if injury or medical intervention occurred. There was no additional information provided. The date of the event is unk.